Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported that the patient was experiencing high blood glucose levels of approximately 20 mmol/l (360 mg/dl) while wearing the pod on their arm between 49 and 71 hours. The patient's symptoms included vomiting and feeling thirsty. On (B)(6) 2026, the patient was taken to (B)(6) hospital located at (B)(6) where the pod was eventually removed to ensure that the hospital staff would be able to administer insulin intravenously (IV), along with IV fluids to provide hydration. The pod site was described to be slightly bruised. The lg stated that the patient stayed overnight in the emergency room where a virus was also diagnosed, even though the lg believes that the pod was at fault since it appeared to have stopped delivering insulin. The patient's diagnosis was hyperglycemia with diabetic ketoacidosis along with a virus. While at the hospital, they eventually activated a new pod which did not last the full 3 days because the nurse did not fill the pod to completion. The patient was discharged on (B)(6) 2026 after improvement.